Event description:
Ref imp# (B)(4).

Manufacturer narrative:
Document review: amistem h cementless femoral stem size 4 std: ref. 01.18.134 / lot 091145 ((B)(4) stems produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. Twenty stems belonging to this lot have been already sold without any other similar incident. From the information collected, there are no evidences that the event is device related.